Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during an angioplasty procedure, another manufacturer¿s balloon was difficult to remove from either a 7 french or 8 french cook performer mullins sheath. After inflation of the other manufacturer's balloon, the balloon was deflated and re-wrapped; however, the balloon was unable to be removed from the sheath. The sheath was upsized, and another balloon was used to complete the procedure. No additional interventions were required. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, drawings, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use ¿introducers are intended for introduction of balloons, closed and non-tapered end catheters or other diagnostic and interventional devices.¿ precautions ¿the maximum of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight.¿ ¿when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position.¿ ¿do not attempt to insert or withdraw the wire guide and / or introducer if resistance is felt.¿ instructions for use sheath introduction ¿1. Upon removal from package, ensure the inner diameter (ID) of the introducer is appropriate for the maximum diameter of the instrument or catheter to be introduced.¿ how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a definitive conclusion could not be determined. It is possible that the procedure, device compatibility issue, and / or user technique for deflating and removing the balloons contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Occupation cardiac cath lab inventory manager. PMA/510(k) number pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angioplasty procedure, another manufacturer¿s balloon was difficult to remove from either a 7 french or 8 french cook performer mullins sheath. After inflation of the other manufacturer's balloon, the balloon was deflated and re-wrapped; however, the balloon was unable to be removed from the sheath. The sheath was upsized, and another balloon was used to complete the procedure. No additional interventions were required. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.